Manufacturer narrative:
One imp,tsv,4.7,10,mtx,mg (item # tsvtwb10) was received for investigation. Visual inspection of the as returned product identified some signs of light damage, most likely resulting from the removal process. Functional testing to recreate the reported events could not be performed due to the nature of the event. Additionally, measurement analysis could not be conducted due to the damaged state of the implant. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. There was no device malfunction found during the inspection. However, the nature of the complaint cannot be recreated. Therefore, the event is non-verifiable. A root cause cannot be determined. The following sections have been updated: date of this report device expiration. UDI. Date received by manufacturer. Checked "follow-up". Checked follow-up type. Changed "no" to "yes". Date of manufacture. Entered evaluation codes. Added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Additional 510k number: k101880.

Event description:
It was reported that the implant was inadequately placed. The implant integrated into alreolar bone in anterior maxilla however determined the placement would not allow for adecuate restoration due to nasal proximity. The implant was removed. Tooth location 8.